Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse, that the patient was scheduled for a lead replacement. It was further reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high, out of range impedances, short v-v intervals, and noise observed on high rate non-sustained episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.